Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that her keypad was not responding and that her insulin pump was receiving a button error. The customer's blood glucose level was 153 mg/dl. The customer states the issue with the keypad began when she found the insulin pump was pressed against her skin inside her waist band. We advised the customer to discontinue use of the pump and to revert to a back up plan.